Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes cracked and leaked the sample when being stored at negative 25 degrees. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes cracked and leaked the sample when being stored at negative 25 degrees. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and leaking tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for broken/leaking. Bd determined that the root cause of the indicated failure mode was attributed to incorrect storage temperature as the customer indicated tubes were stored at -25°c. Per the instruction for use (IFU) "store tubes at 4¿25 °c (39¿77 °f), unless otherwise noted on the package label." Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.